Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wheel assemblies could not be tested, so the original complaint issue could not be confirmed.

Event description:
Dealer is stating that the left hand drive wheel is making a cracking noise. The bearings were exchanged when the dealer noticed that the wheel is not round where the bearing goes. The left front side caster is wobbling again.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the left hand drive wheel is making a cracking noise. The bearings were exchanged when the dealer noticed that the wheel is not round where the bearing goes. The left front side caster is wobbling again.